Manufacturer narrative:
Operating room was using an aspen esu that allow 2 instruments to be plugged in, but only one instrument can be activated at a time. Doctor may have inadvertently depressed the wrong foot switch and activated the clickline assembly (insert, outer tube and handle). Hospital hipot tested and handle and it passed; there was no current leakage. Hosp decided not to return instrument due to no malfunction, but later changed their mind; we have not rec'd it back yet.

Event description:
Allegedly, during breast argumentation, doctor laid an inactive clinckline instrument set on pt; when he picked up instrument, he discovered that pt had rec'd a burn in the shape of the thumb ring on the handle. Pt was treated with bactricin and is healing well. Procedure completed.